Event description:
It was reported that there was oversensing post atrial pacing and atrial sensing causing asystole. It was also noted that was a previous episode of noise. The lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4195-88 lead: (B)(6) 2011. A 4076-52 lead: (B)(6) 2006. (B)(4).